Event description:
Patient reported that, device delivered an unintended bolus and that the device's bolus history showed delivery of a bolus that was larger than what was programmed.

Manufacturer narrative:
H6: the device casing was damaged to the extent that the integrity of the casing was compromised; however, the performance test for insulin delivery revealed that the device accurately delivers the programmed amount of insulin.